Manufacturer narrative:
1 of 2 devices have been returned for evaluation. Evaluation of 1 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer.

Event description:
Report summarizes <noe> 2 </noe> malfunction events. This report summarizes 2 malfunction events where a midwest stylus atc mini handpiece would not hold dental burs. There were no injuries in any of the events.